Event description:
The facility reports the patient was being transferred with a hoist. The caregiver did not secure one clip to the hoist. The carer lifted the pt from the wheelchair while one clip was not secured by touching the armrest that had been turned. The carer had removed the wheelchair to bring the hoist into the right position. As they pushed it forwards, the unsecured clip detached. The pt fell out of the sling onto the floor, suffering a lump on the head, bruises to the body, and a possible concussion.